Event description:
Pt experienced stitch abscess. Pt exhibited clinical symptoms as determined by established criteria: erythema, fever, cellulitis, bleeding from incision site prior to re-admission, antibiotics ordered by physician.